Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe had visible foreign matter inside the barrel. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: sample evaluation: one loose 1ml assembled syringe was received and reported to be from batch # 7240885 (p/n 309628). Mold c-08, cavity 25. The sample was visually evaluated. Brown fm was found embedded in the barrel wall near the flange. The fm is most likely degraded plastic. This type of defect is cosmetic and does not pose risk to the customer. However, it is greater than level 3 in size, which is a rejectable condition per product specification. The syringe was also found to have missing print between 0.1 and 0.5ml scale markings. The print in this area was faint, likely a result of the sample handling and is therefore not considered a defect. DHR review for batch 7240885 (p/n 309628): manufacturing dates: 09/11/2017 to 09/12/2017. Batch quantity was 302,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7240885 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment investigation conclusion: fm is confirmed based on the sample received. The fm is most likely degraded plastic. This type of defect is cosmetic and does not pose risk to the customer. However, it is greater than level 3 in size, which is a rejectable condition per product specification.